Manufacturer narrative:
The pump is not being returned to animas for evaluation. At the time of the contact with the animas representative on (B)(6) 2010, the patient was continuing to use the pump. The reporter was instructed by the animas representative to monitor the pump's time. He was also instructed to confirm the pump's date/time for accuracy if the battery is replaced and to call animas for assistance with programming the date/time if needed.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of his son (the patient) alleging elevated blood glucose (bg) levels. The reporter claimed that patient developed a high blood glucose level with positive ketones on an unspecified date/time "a couple of weeks ago." On an unknown date/time, during the time of concern, the patient's basal settings were adjusted after a diabetes clinic was contacted. A few days after the adjustments were made, the reporter claimed that he noticed that the pump's time was incorrectly programmed. The reporter confirmed during the contact with the animas representative on (B)(6) 2010, that the pump's time was correct. He also claimed that the patient's blood glucose levels have responded to rate changes and correct time of the pump. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed high blood glucose and ketones after the patient's basal rates were adjusted with the pump set to an incorrect time.